Manufacturer narrative:
(B)(4): method results - film (cine images). Evaluation results: (distortion due to ballooning), (stent deformation, collapse or fracture), (device not received). Conclusion code results: (distortion due to ballooning).

Event description:
The target lesion was highly calcified, located near a bifurcation. The physician deployed the integrity rapid exchange (rx) stent successfully. On review of the angiogram the physician suspected that the stent had fractured. Additional ptca was performed. The patient is reported to be fine post procedure and no additional clinical sequelae were reported. Evaluation of cine images: the images confirm the successful deployment of two stents in the proximal lad. Post deployment there appears to have been a degree of jailing of the diagonal side branch. This was treated with ballooning of the diagonal side branch on at least two occasions, with an nc quantum balloon the balloon catheter was delivered and inflated thru a cell of the most distally deployed stent. After the ballooning activities a distortion in the stent profile at the level of the ostium of the side branch was visible.